Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they noticed 2-3 weeks ago, they woke up 5 times to pee and the other day, they stood up and peed, which they noted they've never done before. The patient said they also noticed starting at the same time, their hip where their stimulator was located was hurting and stinging. The patient said they called their health care professional's (hcp) nurse about this and their nurse wanted them to call the manufacturer company about it. The patient said they may have to increase stimulation. Patient services reviewed that the patient also had the potential to turn the stimulation off to see if the hurting and stinging of their hip would resolve when they turned it off. The patient stated they wanted to turn the stimulation off. Patient services worked with the patient, who was successful to connect and turn their stimulation off. The patient said they had been on program 4 at 1.7 and also noted that they normally had to try to connect 3-4 times. The patient was going to monitor their results and continue working closely with their hcp. The patient also mentioned unrelated medical history, which included that in the middle of may, they had an MRI and called patient services for support (though it was noted that patient services could not find the report for this call) and then the patient  had knee surgery on june 2 where they used cautery and the patient  had to turn the stimulation off. After that, the patient stated they'd started physical therapy (all of the previous was what patient services defined as unrelated medical history and it was not alleged to be related to the device/therapy.)  The patient noted they saw their knee doctor and asked their hcp to take an x-ray of their hip and spine and the doctor said it looked good and gave the patient a steroid pack to take. The patient was redirected to follow up with their health care professional (hcp). Additional information received from a consumer. They reported that their doctor placed their device right below the waistband in the right side of their butt in february of this year. The very next day, they did not have to wear any liners and had no problems. They thought it was wonderful, but they thought they felt a little pain every once in a while because it was so close to their waistband. Then in may, they had an MRI. They deactivated the device before the procedure, left the controller in the dressing room, and when the MRI was completed, they activated the device back on once they were not in the MRI room. Off and on since then, when they were touching their device, it felt like it had gotten puffier and other times, it felt no puffier than it did when it was implanted in their butt. On (B)(6) 2021, they had a left knee replacement. They deactivated the device again, per their call to the manufacturer. During the next two months, they were on physical therapy. They went back for their ten week visit with their surgeon and told them their leg felt wonderful, but they were still having pain around their hip. They took x-rays of their knee, hip, and spine. Their knee was great and they released the patient. The doctor said their hip x-ray was ok with some arthritis in it, but was fine, but thought the patient needed to check with their spine doctor. The patient made the appointment to see their spine doctor, but before they saw them, they called the manufacturer back. They wanted to check on everything. The person they talked to told them to turn off their device for several hours and see if the pain in their hip would go away. The were advised their incontinence would come back until they turned the device back on. It felt like they had a little less pain, but it did not help that much. They turned on their device again. Now they seemed to be having more accidents. They had to start wearing a liner again and did not want to do that, not after they had a device implanted in their body to help with this. They called the manufacturer back and told them they were on program 4, and their therapy said they were number 7. They were advised if it did not get any better, to move it up to '8.' They did this, but it certainly did not help because they still had to wear a liner. They needed help. They had not talked to their implanting physician because every time they called, they always said they needed to talk to the manufacturer. The patient told them they had talked to the manufacture, but they seemed like the manufacturer was who they needed to talk to instead of the doctor. They were getting real tired of this; it seemed like a runaround. They went to see their spine doctor and they did three x-rays. They went and had two cortisone shots on (B)(6) 2021. It had helped some of the pain, but not all. They did not know if all of the pain had to do with their spine, or if they had pain for two different reasons, their spine and the device. They wanted to hear back from the manufacturer on what would help improve their incontinence. An email was sent to the appropriate department.